Manufacturer narrative:
Analysis & conclusions: 6.1 - the customer reported indeterminate results when testing a patient with no symptoms (asymptomatic) with no recent travel or exposure. The customer documented collecting the sample and running the patient sample on accula sars-cov-2 pouched cassette lot v22108-055. The result was positive. 6.1. - the customer then sent the patient to an unknown central lab for rtpcr testing that same day. The lab recollected a new sample from the patient and ran it on pcr. That result was negative. 6.2 - qc release data confirmed cassette lot v21208-055 met all acceptance criteria. Qc release data did not observe any false positives during lot release testing. The cassette lot had an overall false positive rate of 0%. This is within the specification defined in (B)(4). , qc data confirms that the likeliness of a false positive within this cassette lot is very low 6.6 - the customer's confirmation of an accula false positive result is based on the patient's no visible symptom assessment and an outside third-party negative result. There is possibility that the patient was positive for sars-cov-2 virus at a very low detection level and asymptomatic. Accula test cassettes are very sensitive and have to ability to detect virus at a very low lod in comparison to other products. The observation of a faint positive test result line is indicative of a low level/concentration. 6.7 - it is also possible that the faint positive test line was a result of some type of contamination during the testing of the patient. Because two different collections were performed, with two different test samples in two different testing environments the false positive attributed to some type of contamination is still a very highly likely possibility. 6.8 - root cause: inconclusive 6.8.1 - probable root cause: cassette lod capability (low level virus concentration) · environmental/process contamination. 6.9 - no other root cause is available to explain the false positive results observed by the customer for cassette ln v21208-055. Mesa has concluded the investigation of this complaint and determined that the kit is performing to mesa specifications. Mesa continues to track, trend, and react to customer complaints. No adverse event occurred. The used devices were not returned to the manufacturer, but devices manufactured and qc results from the same lots were evaluated with no issues. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.

Event description:
The customer reported a positive result on a vaccinated patient. The patient was sent to a central laboratory same day and was tested using an np swab and pcr, which resulted negative. The patient was asymptomatic with no recent travel exposure.